Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was for the subject device. The device was returned and reported to have become damaged during surgery. This condition is confirmed; the device was returned in three separate portions and missing several components. The balance of the returned device is in otherwise good condition showing very few signs of wear. The associated drawing for the subject device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. A definitive root cause could not be determined; however, this complaint is not likely a result of any design related deficiency. It is likely that over two years of use and sterile processing cycles have led to this complaint condition. The device was manufactured in 7/2013 and is over two years old. The device history record (DHR) review has been requested and the results are pending completion. The date of manufacture was reported as only july, 2013. As stated above, a DHR review has been requested to obtain the exact date of manufacture. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: odp. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis.

Event description:
It was reported that a torque limiting attachment was damaged beyond repair while being used in a clavicle open reduction internal fixation (orif) case. There was an unknown surgical delay. Patient outcome is currently unknown. This complaint involves one device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 19. July 2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.